Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. The keypad was worn, which has no effect on insulin delivery. Evaluation revealed that the audio bolus button was torn. A damaged bolus button will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged bolus button should be clearly visible and prohibit the use of the button. Evaluation revealed that the ok and down buttons were intermittently unresponsive and the up and contrast buttons responded appropriately. The initial complaint of the bolus button not responding was not duplicated during testing. There was evidence of keypad contamination found under all of the key contacts and the ok button was found to be inverted.

Event description:
On (B)(6) 2012, the reporter contacted animas alleging that the up arrow, down arrow, ok, and audio bolus buttons are intermittently unresponsive. The audio bolus button cover now also has a hole in it and the button plug is visible underneath. The patient reportedly uses alcohol to clean the pump face. Customer support advised the patient to use a mild soap and damp cloth instead. The patient reportedly wears the pump on a belt. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.